Manufacturer narrative:
File is no longer reportable.

Event description:
It was reported that there were several incidents of primary tubing sets causing the IV pump to alarm for air-in-line with no clear cause. The staff has tried changing lvp's, pcu's and have used numerous tubing sets to try and correct the problem with no solution. There is no report of patient involvement in these events. It was also reported that there was an event on a particular weekend that was the worst of these type of events.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were several incidents of primary tubing sets causing the IV pump to alarm for air-in-line with no clear cause. The staff has tried changing lvp's, pcu's and have used numerous tubing sets to try and correct the problem with no solution. There is no report of patient involvement in these events. It was also reported that there was an event on a particular weekend that was the worst of these type of events.